Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the screen of the gastrointestinal videoscope screen was blank. The issue was found during inspection for use for an unspecified procedure. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image intermittently flickered a root cause could not be identified. Based on the results of the investigation, the cause of the reported no image (blank) was traced to moisture in the connector. Additionally, the cause of the intermittent flickered image was traced to component failure. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.